Event description:
The physician successfully advanced a coronary stent with delivery system to the target lesion site in the pt's right coronary artery. Due to inadequate guidewire support, the stent was unable to be deployed and was successfully withdrawn from the pt without complication. Subsequently, the physician made two add'l attempts to deploy two other coronary stents with delivery systems but both attempts were unsuccessful due to inadequate support. The sds's were successfully withdrawn from the pt without complication. The physician subsequently noted a dissection at an unspecified coronary vasculature location and sent the pt for coronary artery bypass graft surgery. There were no clinical sequelae reported relative to this event.